Manufacturer narrative:
Visual inspection of the returned device revealed that the sealant was located distal to the balloon and soaked in blood. Button # 3 (balloon retraction) was not retracted in the handle as instructed in the instructions for use (IFU). If the balloon is not retracted into the advancer tube, the sealant could be dislodged from above the arteriotomy during the removal of the device. The description of the problem states that after exchange of sheath, a small bump (hematoma) appeared at the access site. Multiple sheath exchanges can enlarge the arteriotomy which could lead to a hematoma. This complication occurred before the device was deployed. Based on the information provided and the investigation performed, the root cause for the reported hematoma could have been the sheath exchange. Based on the provided information and the investigation performed, the root cause for the failure to deploy could have been due to the untrained user not following the deployment steps as noted in the IFU. It was reported that the deployer forgot to pull the balloon back to abut the arteriotomy. The review of the lhr (lot f1331001) indicated that the device met all established performance criteria prior to shipment.

Event description:
It was reported to aci that a male patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the right femoral artery. Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed the vessel size to be >5 mm. Following the procedure, the technician who is not a trained user, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that before inserting the device, the right groin (where access was) had the same appearance as the left groin. After exchange of sheath, a small bump appeared at the access site. The technician continued with the deployment steps. When the technician inflated the balloon, the technician forgot to pull back to abut the arteriotomy. Upon pressing button #1, the balloon finally abutted the artery. Pressed button #2, laid device down for 2 minutes. At this point, it appeared that the sealant was at the arteriotomy and some appeared to be at the incision site. Groin also appeared to swell a little more. After the 2 minute wait time, stabilized groin and deflated balloon. Groin started to swell immediately and manual pressure was applied to site. The device was removed and it appeared as though the sealant didn't deploy at all on the arteriotomy. The hematoma was noted to be under 6 cm in size and manual pressure was held for 10-15 minutes in the lab, afterwards, a femostop was applied to site before the patient was transferred to the holding area. The patient was hospitalized for reasons unrelated to the mynx device / mynx procedure.